Manufacturer narrative:
2900mu- this device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (pmap860057/s001). Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received notification that this patient with a 25mm valve implanted in the pulmonary position underwent a valve-in-valve (viv) procedure after an implant duration of two (2) years and two (2) months due to moderate/severe regurgitation of the pulmonary valve. A 26mm valve was implanted in the pulmonary position within the existing edwards valve via transfemoral approach with very good results. The patient did well post op and was discharged home.